Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 400, a break of the "part that connected to the bypass connector" was observed and an external fluid leak occured. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection of the first provided picture showed the rinsed product after treatment with the product label visible. Photo two shows the product during treatment with a zoom view of the dialysate port connection area. There was no external fluid leak or cracked connector visible. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.